Manufacturer narrative:
Ous MDR - only the proximal part of the kentrox lead was returned for analysis. The lead had been cut above the vcs shock coil, probably with an scalpel. The measurements of the direct-current resistances at the lead fragment did not show any anomalies. There were no indications of a manufacturing error or material defect.

Event description:
Ous MDR - sensing disturbances were reported after an implantation time of about 49 months. Abrasion at the ra lead was noted during the explantation. The ICD and the ra lead were explanted. The rv lead was capped and shut down, but a portion of it was returned. No worsening of the patient's state of health was reported. Lexos dr, (B) (4), MDR 1028232-2010-00146; selox sr 53, (B) (4), MDR 1028232-2010-00143.